Event description:
The customer reported to olympus, the tracheal intubation fiberscope experienced a broken insertion tube. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the connecting tube had coat peeling. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there were defects in the bending section and insertion tube. The connecting tube had a dent. The connecting had coating peeling. Due to a dent on the bending tube, bending the angle in the up direction exceeded the standard value. Adhesive on the bending section cover had a chip. The eyepiece had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress by repeated use, external factors, or handling of the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.